Manufacturer narrative:
According to the reporting facility, the product is not available to be returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the investigation did not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported by the surgeon that an intraocular lens (iol) was implanted into the left (os) eye and a successful lens exchange using a different model and diopter lens was completed 20 days after original implant due to negative dysphotopsia. The patient has not returned for follow up post-operative visits.